Event description:
A physician attempted arteriotomy closure using the starclose device in the left common femoral artery. Upon deployment of the device, the physician met some resistance due to the calcification of the artery. Manual compression was applied for 25 mins. Three hrs later, the pt experienced a decrease in blood pressure. The pt was diagnosed with retroperitoneal bleed and rec'd 3 units of blood. Hemostatsis was achieved with compression. The pt was transferred to ICU for the night, ambulated the next day and was discharged home.

Manufacturer narrative:
Based on available info, device malfunction could not be identified. Review of the device history record for this lot did not produce any findings relevant to this report.